Event description:
It was reported that the ilet user missed a lunch meal announcement, and a caregiver called to report a blood glucose of 207 mg/dl; the caregiver was advised to allow the ilet-delivered insulin to reduce glucose given that more than 30 minutes had elapsed since food intake and acknowledged understanding. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond routine device-guided management and no hospitalization. Investigation included review of device use and user education on timely meal announcements. Investigation of this case revealed no device malfunction or alarm activity, with the event attributable to user handling related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device as directed.